Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report number 1627487-2022-01199. It was reported that patient experienced an unintended stimulation effect, and post patient could not feel stimulation on their legs anymore. Impedance values were checked, and patient was reprogrammed. Patient denies any traumas or falls. Patient stated they felt their stimulation was auto reducing. Programming changes were made, and therapy was regained. However, after a few days patient stated they do no have any therapy. Upon diagnostic testing high impedance was observed. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that surgery took place wherein the leads were explanted and new leads were implanted. There were no complications during the procedure and therapy was restored post procedure. Patient was stable.